Event description:
Reporter stated that pt was found in a "non-responsive" state. Reporter indicated that she tested pt's blood glucose, using the suspect device, and obtained a result of 99 mg/dl. Reporter stated that she attempted to treat pt with food; however, pt's jaw was clenched. Reporter than administered a shot of glucagon, after which pt regained consciousness. Pt was not transported to the hosp for additional treatment. Pt's current condition: "good." At the time of the event, pt was testing with expired strips. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.